Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "I am having a leak, believe one of my breast is deflating". This record is for unknown side. The device status remains implanted.